Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The stent struts on the first two rows at the proximal end of the stent were both raised and twisted. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The 95% stenosed target lesion being treated was located in the severely calcified and severely tortuous left anterior descending (lad) artery. Pre-dilation was performed with an unspecified balloon catheter. A 2.75x38mm promus element sds was advanced and was unable to cross the lesion. The procedure was completed without stenting. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.